Event description:
According to the available information during placement of altis sling, as the surgeon attempted to adjust the sling tension, the suture detached from the sling where it meets the mesh. The static anchor was removed without incident, and the dynamic anchor was left in place. A second sling was opened and placed successfully. Surgeon stated that patient was recovering as expected 2 days post-op. It was noted the trocar was positioned and rotated correctly. However, once the sling broke, the static anchor came out fairly easily, which suggests that the static anchor was not placed properly.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. No trends were noted for complaints and there were no nonconforming reports confirmed in veeva to be associated. A preventative CAPA has been historically opened for the altis product line to investigate increased rates of mesh to suture or anchor to suture bond failures which is being reported in this complaint. Devices met specification prior to release. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Manufacturer narrative:
An altis sling was received for evaluation. Examination of the sling revealed the static anchor attached to the mesh. Examination of the dynamic side of the mesh revealed the dynamic suture was detached where the suture meets the meh. The dynamic anchor and tensioner were not received. Microscopic examination of the dynamic suture appeared to be rough and irregular, indicating stress was exerted. Blood residue was noted on the mesh. The information received indicated the dynamic suture detached during the procedure. Quality confirmed the detached dynamic suture. As the dynamic anchor and tensioner were not received, it was concluded that the detachment of the dynamic suture most likely occurred during the tensioning part of the procedure. It was noted the trocar was positioned and rotated correctly. However, once the sling broke, the static anchor came out fairly easily, which suggests that the static anchor was not placed properly. As the detachment ends of the dynamic suture were rough and irregular, this indicated that excess stress was most likely exerted to result in the separation noted. The lot number was reviewed for complaint trend, nonconforming report and CAPA. No trends were noted for complaints and there were no nonconforming reports confirmed in veeva to be associated. A preventative CAPA has been historically opened for the altis product line to investigate increased rates of mesh to suture or anchor to suture bond failures which is being reported in this complaint. Devices met specification prior to release.

Event description:
According to the available information during placement of altis sling, as the surgeon attempted to adjust the sling tension, the suture detached from the sling where it meets the mesh. The static anchor was removed without incident, and the dynamic anchor was left in place. A second sling was opened and placed successfully. Surgeon stated that patient was recovering as expected 2 days post-op. It was noted the trocar was positioned and rotated correctly. However, once the sling broke, the static anchor came out fairly easily, which suggests that the static anchor was not placed properly.